Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed with peritonitis. It was unknown whether the peritonitis involved hospitalization. On (B)(6) 2010, prior to antibiotic therapy, a peritoneal effluent analysis and culture were performed. On an unreported date, the patient began remedial therapy with fortum and reflin. The cause of the peritonitis was unknown. Pd therapy was ongoing. It was unknown whether the peritonitis resolved. The reporting nurse stated that the peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.